Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead showed an electrogram (egm) that looks like electromagnetic interference or myopotential noise on the rv and shock channels. There were over sensed events labeled as premature ventricular contraction. And there were pauses in pacing that lasted less than two seconds. No noise was observed on the right atrial and left ventricular channels. Rv lead impedance and shock impedance were very stable over the past year. Also, the rv sensitivity was noted to be low for unknown reasons. No calls about prior devices or under sensing. The health care professional plans to bring patient into clinic to see if noise is reproducible. Additional information was received from the field mentioning that they are considering an invasive procedure at the clinic. The noise has continued for this crt-d that had the sensitivity for the rv lead reprogrammed for this pacemaker dependent patient. The crt-d and the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead showed an electrogram (egm) that looks like electromagnetic interference or myopotential noise on the rv and shock channels. There were over sensed events labeled as premature ventricular contraction. And there were pauses in pacing that lasted less than two seconds. No noise was observed on the right atrial and left ventricular channels. Rv lead impedance and shock impedance were very stable over the past year. Also, the rv sensitivity was noted to be low for unknown reasons. No calls about prior devices or under sensing. The health care professional plans to bring patient into clinic to see if noise is reproducible. The crt-d and the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.